Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open femoral bypass procedure, while suturing, one suture had a needle pop off and the second needle on same suture the tip broke. The two individual sutures broke while suturing. Additional suture was used to complete the case. There was no patient injury.